Event description:
It was reported that here are a few ventricular cycles with possible oversensing, double counting of r-wave or t-wave oversensing (twos). There are also 2 ventricular beats that appear to be undersensed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D224trk bi-ventricular (bi-v) defibrillator (B)(6) 2011; 5568-45 implantable pacing lead (B)(6) 2011; 4196-88 implantable pacing lead (B)(6) 2011.